Event description:
Ous MDR - after an unknown implantation time, an increase in sensing and loss of impedance were reported. No deterioration in the patient's state of health was reported. The device was explanted. Implant, explant and event dates were not provided.

Manufacturer narrative:
Ous MDR.